Manufacturer narrative:
Follow-up #1: - device evaluation: the pump has been returned and evaluated by product analysis on 08/25/2015 with the following findings: a review of the pump¿s black box and alarm history showed cs 078 alarms had occurred. During testing, the rewind, load and prime steps were performed successfully. The pump was exercised for 24 hours and no call service alarms were emitted. The pump was opened and moisture damage was found on printed circuit board (pcb). The complaint of a call service alarm issue was shown in the pump history but was not duplicated during investigation. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (communication) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.